Event description:
It was reported that during the implant of this transcatheter bioprosthetic aortic valve a transient left bundle branch block (lbbb) developed. Sinus rhythm returned prior to the end of the procedure. The right internal jugular temporary venous pacemaker was left in place for the transient lbbb. The physician reported the lbbb was probably related to the implant procedure and the valve. Trace paravalvular leak (pvl) was also identified. No treatment required for the pvl. Admission to the intensive care unit (ICU) for pacemaker monitoring and management and prolonged hospitalization occurred as result of the lbbb. The day following the valve implant an echocardiogram confirmed the trace pvl. During a standard post-implant follow-up four days following the valve implant procedure, a right groin hematoma. Unspecified diagnostic testing occurred. Treatment was not required. The physician indicated the hematoma was probably related to the implant procedure.

Manufacturer narrative:
Continuation of d10: product ID: mdt-trans dcs, (unknown lot); product type: 0195-heart valves-delivery catheter system; implant date: na ; explant date: na, product ID: mdt-trans cls, (unknown lot); product type: 0195-heart valves-compression loading system; implant date na ; explant date: na, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6 h6: the codes present in h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 10 months following the valve implant procedure chest discomfort and dyspnea developed. The patient utilized an independent mobile external heart monitor device which indicated two episodes paroxysmal supraventricular tachycardia/atrial fibrillation which lasted 30 minutes prior to self-resolution. As result, the patient presented to the emergency room due to the symptoms. An electrocardiogram (ECG) and laboratory work were performed and were negative for an acute myocardial infarction (mi). Treatment was not required. Cardiology was consulted in the ER and a 30-holter monitor was provided. The patient was to follow-up as out-patient. This event was reported as resolved and possibly related to the transcatheter valve. Approximately 1 week later, with a routine clinic cardiology follow-up and review of the 30-day event monitor, atrial flutter was identified. The atrial flutter event resolved the day following onset. This atrial flutter event occurred prior to this routine follow-up visit. Treatment was not required. At the time of the visit, sinus rhythm with first degree atrio-ventricular block was identified on the electrocardiogram (ECG). The atrial flutter was reported as possibly related to the transcatheter valve and implant procedure and this event was reported as resolved.

Event description:
Additional information was received which confirmed that the trace pvl resolved approximately six months after the onset.

Manufacturer narrative:
Updated data: b5, d3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 3 days following the onset of the right groin hematoma, the hematoma itself measured 5 x2 centimeters. An arterial duplex ultrasound and laboratory work were ordered. Four days following the onset there was no evidence of a pseudoaneurysm, deep vein thrombosis (dvt), a-v fistula nor a hematoma. The right groin hematoma resolved 5 days following onset.

Event description:
Additional information received indicated the delivery catheter system (dcs) was accessed via the right femoral artery. Per the baseline computed tomography (CT) scan, the mean diameter of the right iliofemoral artery at the smallest lumen along the right transfemoral access route was 6.4 millimeters (mm).

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (0012294217); product type: 0195-heart valves-delivery catheter system; implant date na ; explant date na. Product ID l-evolutfx-34 (unknown lot); product type: 0195-heart valves-compression loading system; implant date na ; explant date na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.